Event description:
The customer noted several therapy pca charge shock. Pending further investigation.

Manufacturer narrative:
The customer noted several therapy pca charge shocks. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.